Event description:
It was reported that post 3.5x23mm xience v stent implantation in the distal right coronary artery (drca), the jailed side branch became totally occluded and the patient experienced chest pain. Slight st elevation was observed and a myocardial infarction was diagnosed. The stented rca was wide open with excellent flow; however, the side branch remained occluded and the patient was treated with medication. On (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina, EKG/ECG changes, elevated enzymes, occlusions, and myocardial infarctions are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.